Event description:
A falsely elevated sodium result was obtained on a patient sample. The patient result was reported to the physician. The result was questioned within the laboratory and the sample re-run. The sample was re-run on an alternate instrument and a lower result was obtained. A corrected result was reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was a malfunction of the integrated multisensor (imt) module. The siemens healthcare diagnostics technical field service engineer (fse) dispatched to the account found grease buildup on the imt monopump ports. The fse performed the necessary maintenance steps and resolved the problem. The instrument is performing within specifications. No further evaluation of the device is required